Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked. This occurred during priming of the set with a chemotherapy agent and normal saline. The reporter stated that the leak was observed at the bonded junction of the filter and the tubing. There was no patient involvement. No additional information is available.